Event description:
It was reported that the pump touch screen was shattered, unresponsive,and unreadable. Reportedly, a branch fell on the customer and the touch screen became shattered, unresponsive, and unreadable. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.